Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no reported adverse effect to the customer's blood glucose level. Issue occurred in the past. Customer was able to prime the tubing to address the issue.